Event description:
It was reported that this implantable pacemaker was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity at device change. Technical services (ts) reviewed and confirmed the alert recorded 2 months ago. This device was explanted and replaced with a new device of different model. No additional adverse patient effects were reported.